Event description:
Customer received an incorrect fill estimate after completing a load process. Reportedly, his blood glucose level was higher than normal.

Manufacturer narrative:
The product has not been received for eval. Should new info become available, a supplemental report will be submitted.